Manufacturer narrative:
Siemens service was onsite for a service visit when this event happened. Service could not determine what is shorting out. The customer has declined to repair the instrument. No further information from the customer is available. The cause of this event is unknown.

Event description:
The customer reported smoke coming from the stratus cs, from around the cpu board at the connection to the backplane board. There was no report of injury due to this event.